Event description:
A trilogy ev300 ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing for the active exhalation control module. The 3-way solenoid valve and proportional valve were replaced to address the issue. After repair, the device passed final testing.

Manufacturer narrative:
The product investigation lab (pil) received a trilogy evo proportional valve with the allegation of an active exhalation test failure. Pil installed the trilogy evo proportional valve on the trilogy evo test bed and then tested the proportional valve on the pil trilogy evo multifunctional test station for active exhalation control module (aecm) verification at pretest and aecm verification at posttest and passed all testing. Pil concluded that the proportional valve operates as designed. Pil received a trilogy evo solenoid valve with the allegation of an active exhalation test failure. Pil visually inspected the trilogy evo solenoid valve for visual defects and found that one of the ports on the solenoid was physically damaged. Pil concluded that physical damage caused the failure of the solenoid.